Event description:
It was reported that the customer was hospitalized for high blood glucose with over 500mg/dl. Nurse mentioned that the insulin pump settings were erased and the customer does not know how to program the device once she is released. It was stated that the most recent blood glucose was 377 mg/dl while being on a back up of manual injections. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.